Event description:
A review of the patient's programming history indicates that upon initial interrogation on (B)(6) 2005, the patient's settings were indicative of a faulted diagnostic test. Although there is no history of a faulted test being performed prior to this date, it is likely the fault occurred on the day of implant ((B)(6) 2013). As it is recommended that patients be programmed off (to 0ma) following surgery, and the patient's settings were decreased on (B)(6) 2013, it is likely these changed settings found on (B)(6) 2013 were unintended.

Manufacturer narrative:
Analysis of programming history.